Event description:
It was reported that treatment was performed on a tortuous, calcified rca, which had two very tight lesions, one in the mid vessel and one in the distal vessel. A stent was implanted in the proximal lesion first (contrary to IFU). An attempt was made to advance the vision to the distal lesion. Difficulty was encountered as the device tried to pass through the implanted stent, and then further resistance was met in the vessel during the attempt to cross the distal lesion. Several attempts to push the device against resistance were made, but the device would not cross the lesion. The decision was made to remove the entire system and leave the distal lesion untreated. Upon removal, it was discovered that the stent had separated from the balloon in the rca. The unexpanded stent was left in the vessel and no attempts were made to retrieve it.